Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. To resolve the problem, the customer typically changed the infusion site. After multiple troubleshooting attempts, a replacement pump was sent to the customer.